Event description:
Patient seen in outpatient infusion clinic for gemcitabine maintenance bladder instillation. Medication administered via foley to bladder for 1-hour dwell time. After dwell completed, foley was unclamped and drained into bag. Foley bag was observed to be leaking at connection between drainage bag and clamped green tube for emptying the bag. Chemo spill kit process initiated and followed with spill site clean, and all material disposed of appropriately. No harm to patient or staff.